Event description:
Employee was plugging in power cord when it sparked and made a black mark on his hand. There was no injury. This was near the place on the cord where the hub is located. When this hub is screwed down to make it tight, there is too much pressure on the cord so the coating breaks and then the wires in the cord break. This has happened before and all cords were replaced. However, the new cords had the same design.